Manufacturer narrative:
On october 11, 2021, mentor became aware that "device not returned" was mistakenly reported in the previous initial submission. It should have been "device discarded". Field h6 has been correctly updated on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent unspecified breast surgery with unknown size unknown gel implants and experienced right side breast implant rupture. As a result, the patient underwent explantation and replacement of device on (B)(6) 2001.